Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v022287, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v022287, product type: lead. (B)(4).

Event description:
It was reported that the patient was seen on (B)(6) 2014 and the right battery was at end of service (eos), 2.15 volts. The settings were 60us, 130hz, 2.0v, 3+1- bipolar. The patient had previously been seen on (B)(6) 2013 and therapy impedance had been 1123 ohms, 2.519ma. On (B)(6) 2014 impedances were c/0-greater than 40,000, c/1-485, c/2-2770 andc/3-485. Bipolar values were not available. Therapy impedance was 1392 ohms. It was noted that this had no seemed right as the patient had a short as indicated by the case values which was the reason for the dead battery. The patient had lost therapy as a result of the premature battery depletion. The patient had been implanted with two devices on (B)(6) 2012 and the devices had eventually completely depleted. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-16280.

Event description:
Refer to manufacturing report #3004209178-2014-16280 for any additional information pertaining to the event. Follow-up confirmed that it was an issue with the right implant, as it was the only one replaced and returned. The original allegation also noted the right side implant; no clear issue with the left side implant referenced in this report.